Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Fse was dispatched and found that cup and tube sense spings popped off. Reset spring sensors. Cleaned spill on auto sampler with 10% bleach. Cleaned sample nozzle. Ran controls and the were ok. The most probable cause of the reported event was an operator error.

Event description:
On (B)(6) 2015 the customer reported 2062 error level detection failure by main arm with their aia-2000 analyzer. Customer reported seeing this with qc and specimens. Unable to run, also unable to get any more specific information. The customer is unable to run fsh lhii ckmb afp prl and ctnl2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting fsh lhii ckmb afp prl and ctnl2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.